Event description:
The physician was attempting to use a sprinter legend rx device for treatment of a lesion in the lad with stenosis and calcification. The device was inspected prior to use with no issues noted. The device was used in the patient and inflated with no reported inflation issues. It is reported the device maintained pressure when inflated but there was a drop in pressure noted on the inflation device. It is unknown if this was a gradual or sudden drop in pressure. The physician then attempted to use another balloon to treat the lesion but it is reported this device could not be inflated at the lesion site. The same inflation device had been used for both balloons. No reported patient complications. Another brand of product was used to complete the procedure.

Manufacturer narrative:
Results, conclusions: (root cause could not be determined). No results available since no evaluation was performed (device or procedural images not returned for review). (B)(4).

Manufacturer narrative:
Evaluation, results: no failure detected (no issue detected with returned device). (B)(4)

Event description:
Evaluation summary: the device was returned for analysis. Patency of the inner lumen was checked when a 0.014" mandrel was passed through the device, no resistance was noted and mandrel passed through to the tip . The balloon on the device had previously been inflated. The distal tip of the device was flared. The balloon showed no evidence of damage . The device was negatively prepped with no issues noted which would indicate a leak on the device . The balloon was first inflated to 8atm (nominal), it maintained pressure, no issues noted . The balloon was then inflated to 14atm (rbp), it maintained pressure with no issues noted. There was no evidence of a leak on the device.